Event description:
It was reported that the user observed the ilet device screen shattered when preparing to announce a meal, with loose glass and a hole where glass had fallen out, while the device was worn on a neck lanyard. Symptoms included no reported adverse physiological effects. Outcomes included no interruption requiring medical care and no alarms or alerts. Investigation included a review of complaint details and initiation of device replacement with plans for return evaluation. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage. It was concluded that the device experienced a hardware failure of the screen; a replacement device was provided and the original device will be evaluated upon return.